Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal.